Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited sudden battery depletion. During device check on (B)(6) 2017, the device showed 2.2 years remaining longevity. Patient was seen on (B)(6)2017. Device interrogated revealed 1.4 years longevity. On (B)(6) 2018, device interrogated revealed less than 3 months to eri. The device reached eri on (B)(6) 2018. Inaccurate longevity estimate by the programmer was suspected. The physician elected to explant and replace the device. The patient was stable.